Manufacturer narrative:
It was reported that during a coronary artery bypass graft and bilobectomy procedure the cautery pencil sparked and smoked. It is unknown at what point in the procedure the reported incident occurred. It is unknown if the reported incident occurred during first or subsequent use of the cautery pencil. The facility contact was unable to provide information on the used, mode, and settings of the cautery pencil at the time of the reported incident and which part of the cautery pencil experienced the sparking and smoking. The facility contact was unable to provide information on the model, mode, and settings of the generator that was in use at the time of the reported incident. It is unknown if the facility's staff continued to use the same cautery pencil after noticing the reported sparking and smoking. The patient was under general anesthesia at the time of the incident. The overall procedure did not last longer than expected and the patient did not require additional anesthesia during the procedure. The facility contact noted that there was no impact or adverse effect to the patient, to the procedure, or to a staff member. The facility contact noted that there was no serious injury, medical intervention, or follow-up care related to the reported incident. A sample was returned to the manufacturer for evaluation. The sample was noted to be used and the cautery tip was not insulated which may allow the entire cautery tip to conduct. Functional inspection was performed on the returned sample and the reported product issue was not confirmed. The sample functioned as intended. A root cause for the reported incident could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery bypass graft and bilobectomy procedure the cautery pencil sparked and smoked.